Manufacturer narrative:
Product event summary- the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947-58, lead, (B)(6) 2009; 5076-45, lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the battery was at recommended replacement time (rrt) sooner than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.